Event description:
It was reported during the procedure that the driver head snapped off during tightened of a screw. All pieces were recovered. The procedure had a delay between 0-30 minutes and it was use a backup from smith & nephew to finished the surgery. The surgeon did not blame the device and he was satisfied with the surgical outcome. No patient injury or other complications were reported.

Manufacturer narrative:
Description of problem.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure that the driver head snapped off during tightened of a screw. The procedure had a delay between 0-30 minutes and it was use a backup from smith & nephew to finished the surgery. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, the photos provided along with the product evaluation confirm the reported breakage. However, without the requested relevant clinical information, radiographs or the operative report the root cause of the reported breakage cannot be determined. Based on the information provided, all the driver head pieces were removed from inside of the patient. According to the report, the procedure completed with a backup from smith & nephew with a 0-30-minute delay. Per the complaint, the surgeon does not blame the device and he is satisfied with the surgical outcome. Since there was no patient injury or other complications were reported, no further clinical/medical assessment is warranted at this time. A visual inspection confirmed the tip is broken off the t6 linear driver shaft w/ ao qc and has not been returned. The device shows minimal signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch a review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.